Event description:
The device was returned by the customer for the issue of the grasping part breaking off outside the patient during an unknown procedure. The procedure was completed with another similar device. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, the device probe was observed to be broken at the proximal end. This medwatch is being submitted for the reportable issue of the broken probe observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The device history record review confirmed that the device lot had no anomaly in inspection. Upon inspection and testing, the device probe was observed to be broken off at 9.5 mm from the proximal end. The broken off piece was not returned. Additionally, the coating of the probe was peeled off and the exposed probe surface was found to have scratch. The teflone pad was worn away. There were no scratches in the grasping section. The coating of the grasping section was partially peeled off. The exact cause of the event cannot be exclusively identified. However based device evaluation and past investigation results, it is likely the issue occurred by the following mechanism: when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when some load was added. The teflon pad was likely worn because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Supplemental report(s) will be submitted when any relevant new information is available.